Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door message was confirmed and reproduced while loading a set into the pump. The door hooks were not adjusted properly resulting in increased force required to close the door. If this force is not applied, the unit will not recognize a closed door properly. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump was displaying a constant close door message. It was also reported there was no pt involvement.